Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and these implantable leads exhibited crosstalk/farfield sensing that resulted in sporadic ventricular pacing inhibition. Review of the egrams suggests a septal position of the atrial lead. Technical services (ts) discussed possible programming options that would possibly alleviate the crosstalk. If these options are exhausted without resolution, ts recommended atrial lead repositioning.